Event description:
Customer reported that part of keypad was not lit up, affecting ability to interact with and read pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.